Event description:
It was initially reported that the zoom suddenly stopped leading to a few unspecified wrist injuries. No patient involvement was reported. Further communication with the customer identified that this general issue was reported in error and that they had only experienced one injury which has already been reported under a separate MDR. The initial report for a general injury issue was reported in error.

Manufacturer narrative:
Communication with the customer identified that the initial MDR submitted for a general injury issue was submitted in error.

Event description:
It was reported that the zoom suddenly stopped leading to a few unspecified wrist injuries. No patient involvement was reported.